Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use in a stent implantation. During procedure, at first inflation, it was noted that the balloon ruptured at 10 atm for 10 seconds. Subsequently, the balloon was simply removed from the patient's body without problem. However, it was further reported that all of the device components were completely and simply removed. The procedure was completed with another of the same device. No patient complications reported and patients was good post procedure.